Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/17/2014 with the following findings: a review of the pump histories did not find any errors, alarms, or warnings associated with the complaint. A review of the pump histories indicated that the last basal delivery occurred on (B)(6) 2014 and the last bolus delivery occurred on (B)(6) 2014. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the patient left a message with animas alleging that she was hospitalized ¿a couple weeks ago¿ and stating she wasn¿t sure if it was related to the pump or not. No additional information was provided. Customer technical support has made attempts to contact the patient for additional information and troubleshooting, without success. This complaint is being reported based on the allegation that the patient was hospitalized and the pump could not be ruled out as a cause or contributor.